Event description:
Customer reported being hospitalized due to low blood glucose levels, broken hip and pelvis. Customer stated that he suspects the overcompenstated for lunch that day leading to low blood glucose. Unable to complete troubleshooting.